Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the circuit board produced a flickering image when angulation occurred. The exact root cause of the confirmed failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope did not produce an image. It is unknown when the issue occurred. There was no patient harm reported.